Event description:
It was reported that during a bilateral tkr case, the error 100000000 appeared. The first knee was done successfully with navio support. When the side was changed, the team switched off the navio unit to move it and wasn't able to switch it on after that. The case was aborted and the procedure was completed with manual s&n instrumentation. No other complications were reported.